Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97740, serial#: (B)(4), product type: programmer, patient.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was initially reported that the patient programmer would not power up and had a blank screen. During the call the programmer was able to power up but was freezing on the sync screen. It was noted that the battery compartment looked clean and that replacing the batteries did not resolve the issue. It was noted that the patient was not feeling stimulation. A new programmer was sent to the patient. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.